Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were not getting fully inflated. The original ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was fatigued to the filament. The pump passed the leak test and did not pass the activation tests. The ams700 ipp cylinders were visually inspected, and leak tested. Cylinder 1 had wear at a fold in the proximal and in the middle of the cylinder body. Holes and a leak at corner of a fold were found. Cylinder 2 had wear at a fold in the proximal and in the middle of the cylinder body. Holes and a leak at corner of a fold were found. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were not getting fully inflated. The original ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was fatigued to the filament. The pump passed the leak test and did not pass the activation tests. The ams700 ipp cylinders were visually inspected, and leak tested. Cylinder 1 had wear at a fold in the proximal and in the middle of the cylinder body. Holes and a leak at corner of a fold were found. Cylinder 2 had wear at a fold in the proximal and in the middle of the cylinder body. Holes and a leak at corner of a fold were found. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were not getting fully inflated. The original ipp was removed and replaced. There were no patient complications. Additional information reported that the patient complained of pain when having an erection and also during sexual relations. There were no issues noted by the physician with the device. There were no additional patient complications.